Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the end of a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. The exact cause of the alarm cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.